Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was inflated at 10atm and 12atm for 30 seconds respectively. However, it ruptured upon third inflation at 12atm at the middle part and was then removed without any problem using the normal method. The procedure was completed with a different device. No complications reported and patient was in good condition post procedure.